Event description:
Pt called to say that one of her legacy pumps is malfunctioning. When pt tried to attach cassette, pump gave error that no cassette was attached. Pt double checked connections, but pump gave same error. Pt switched to back up pump with same cassette and is having no problems. Advised pt that a new pump will be couriered to her with a return box for the malfunctioning pump. Pt did not experience any adverse event as a result of pump malfunction. Serial number: (B)(4). Maintenance due date: 09/19/2018. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: pah.